Event description:
It was reported that a patient incident occurred with an erbe vio dv electrosurgical unit (esu/generator) during a davinci-assisted laparoscopic myomectomy. The esu was used with the intuitive surgical robotic system. No other information was provided regarding any other accessory used or the esu settings employed during the incident. Per the account, the external iliac artery was lacerated immediately after start of the procedure. It was noted that the robotic bipolar forceps malfunctioned during the intervention and "various cables were replaced". The bleeding from the external iliac artery required a laparotomy to place a stent at the injured vessel. The patient lost eight (8) liters of blood and received 15 units of blood and 9 units of plasma. This was followed by intensive care monitoring.

Manufacturer narrative:
The vio dv electrosurgical unit (esu/generator) was initially examined by a support engineer from intuitive surgical. No problem was identified with the vio dv unit by the engineer. Additionally, per intuitive, "the erbe checks have been completed and the system is operating within the expected specifications. Both the electrical safety test and the functional tests were successful." Finally, no anomalies were found in the device history record (DHR) of the device involved. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based on the information, there are likely many factors involved that are not related to the esu in the reported incident (e.g., surgical/endoscopic technique, robotic forceps malfunction, etc.). Therefore, no conclusive determination could be made as to the cause or causes(s) of the incident. Erbe is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe vio dv electrosurgical unit (esu/generator) during a davinci-assisted laparoscopic myomectomy. The esu was used with the intuitive surgical robotic system. No other information was provided regarding any other accessory used or the esu settings employed during the incident. Per the account, the external iliac artery was lacerated immediately after start of the procedure. It was noted that the robotic bipolar forceps malfunctioned during the intervention and "various cables were replaced". The bleeding from the external iliac artery required a laparotomy to place a stent at the injured vessel. The patient lost eight (8) liters of blood and received 15 units of blood and 9 units of plasma. This was followed by intensive care monitoring.

Manufacturer narrative:
The vio dv electrosurgical unit (esu/generator) was initially examined by a support engineer from intuitive surgical. No problem was identified with the vio dv unit by the engineer. Based on the information, there are likely many factors involved that are not related to the esu in the reported incident (e.g., surgical/endoscopic technique, robotic forceps malfunction, etc.). Therefore, no conclusive determination could be made as to the cause or causes(s) of the incident. The unit is to be returned to erbe for an evaluation. If the esu is found to have caused or contributed to the event, then a follow-up MDR will be filed.